Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the reason for return, there was a deviation between the stylus tip and the cursor on the screen, and it was additionally noted that a stylus calibration did not resolve the issue, the touch screen was not working properly, the stylus was not responding properly. It was additionally noted that the lower case was worn out and the left keyboard hinge was broken, all found defective parts were replaced and all other identified issues were resolved, the touch screen was calibrated, new software was installed and the device was cleaned. It passed electrical safety and all final functional and systems tests. (B)(4).

Event description:
It was reported that there was a screen calibration issue with the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.